Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received inappropriate shocks due to oversensed noise. Therapy was not exhausted, however an x-ray found the electrode appeared to have pulled back. Additionally, the device position did not appear to be optimal. An invasive procedure was performed. This device was explanted and the electrode was surgically abandoned. The system was replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.